Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument, and instrument data, and no malfunctions were noted. A full checkup of the instrument was performed. The water and substrate volume dispense was acceptable. There were no air bubbles. The wash speed was correct and the water test passed. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer contacted siemens reporting a delay in testing for human chorionic gonadotropin (hcg), unconjugated estradiol (ue#), h. Pylori igg (hpg) and thyroid stimulating hormone (tsh) on the immulite 2000 xpi system. The delay was due to failed calibration and quality controls being out of range. There is no known impact or consequence to the patients as a result of the delay in testing.

Manufacturer narrative:
Siemens filed the initial MDR on 08-oct-2018. Additional information received (20-nov-2018): siemens investigated the issue and a review of the data indicated the adjustments were acceptable when the instrument was installed and there is no indication of slope failures. Additional information received (06-dec-2018): the error log was reviewed and showed "error 12509 bead chamber humidity high for more than 50 cycles" occurring in an excessive volume. These errors occurred during sample processing. The humidity reported from the bead chamber was above 20% relative humidity for more than 50 cycles. Siemens recommended troubleshooting as follows: to check the system's current error log to detect if these errors were still occurring. If the errors were still occurring: ensure the bead cover is tightly closed and the bead carousel housing is seated properly. Verify and test the humidity sensor and test the bead dehumidifier assembly. A problem with a bead chamber component was the potential cause of the event . The results and conclusion codes were updated.